Event description:
Complaint was received via maude event report. It was reported when the right femoral nerve block catheter was removed, the plastic sheared off and the inner metal spiral came out. Several centimeters of plastic sheath of the arrow catheter remain in the soft tissue.

Manufacturer narrative:
(B)(4). The sample will not be returned.